Manufacturer narrative:
The reported complaint is not confirmed as the complainant facility was unable to provide the actual complaint sample for evaluation. The complaint facility provided a photograph of the alleged failure, however a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. The blood was noticed leaking from a crack on the end cap of the device, on the venous side. The machine did not alarm. Estimated blood loss was 3 to 5ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. The sample was discarded by the user facility and is not available for evaluation.